Event description:
It was reported that the artificial urinary sphincter (aus) pump was "adjusted." It was further reported that "the pump was working perfectly - it was just that the patient has a lot of thickened fibrous tissue around it so couldn't use it properly, it was therefore just a re-siting from adjacent to the left testis to the midline anterior scrotum".